Manufacturer narrative:
(B)(4). Insulin pump received with cracked reservoir tube lip and cracked battery tube threads. However, unit received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery test or verify motor error alarm due to completely broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The motor was tested outside of the device and passed.

Event description:
Information received by medtronic indicated that the insulin pump had crack and received motor error alarm. Customer stated the reservoir lip ring did not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.